Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken striated, three curved openings striated and wear abrasion. Based on the device analysis the final assessment is: a striated edge in the side radius broken due to surgical damage. Three openings striated assessed as surgical damage.

Event description:
Healthcare professional reports right side rupture, capsular contracture, baker grade iii-IV and pain. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture and capsular contracture, baker grade iii-IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side rupture, capsular contracture, baker grade iii-IV and pain. Device has been explanted.